Event description:
After opening the box to a brand new davinci xi fenestrated bipolar, one of the white wheels fell out while removing the instrument from the box. It is one of the flat wheels with no gears. Piece was placed back into the appropriate spot in the instrument head and placed back into the box for return of defective product. The box was noted to have no physical damage to it. This was never used on any patient and was only handled to open the box to retrieve the instrument.